Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer experienced backflow of blood after connecting to a clearlink system non-dehp catheter extension set ,and then the customer could not successfully clear the device of blood when flushing. After priming the set, fluids successfully would run all the way through the tubing; however, when the set was connected to the patient, blood back flowed into the tubing. To correct this issue, the customer flushed the lines; however, was unsuccessful in clearing the device of the back flowed blood. This was identified during patient use. There was no report of patient injury, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to b3: event date: 10/28/2020 (previously asku). Correction made to d11: lactated ringers 1000ml therapy date: 10/28/2020 (previously unknown solution therapy date: asku) additional information was added to h3, h4 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph did not identify any abnormalities that could have contributed to the reported condition. The reported condition is not clearly observed via the provided photograph and due to the nature of the returned sample no additional testing could be performed. Therefore, the reported event could not be objectively verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.